Event description:
Patient contacted dexcom technical support on (B)(4) 2014 to report that on (B)(6) 2014, receiver vibrates continuously. Patient stated "receiver dropped out of the case into tub". At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on 10/14/2014. The root cause was determined to be a hardware component failure.